Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a leak in the shower bag and water getting in was unable to be confirmed. The heartmate gogear shower bag (lot number: 8870181) was not returned for analysis. No photos or additional documents were provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook, rev. D, section 4 ¿living with the heartmate 3¿ instructs users to not submerge the gogear shower bag in water. This section also explains how to properly use the shower bag. The heartmate 3 patient handbook, rev. D, section 6 ¿caring for the equipment¿ instructs users to periodically check all carrying equipment for damage. Users are advised to not used damaged products and to obtain a replacement by calling their hospital contact. Heartmate 3 patient handbook, rev. D, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's shower bag had a leak, and water was able to leak into the bag. The shower bag was in use by the patient at the time of the event; however, it is unknown if fluid ingress occurred on the system controller. Related system controller MFR #: 2916596-2023-06196.

Event description:
It was reported that the patient's shower bag had a leak and water was able to into the bag.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.